Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level . The meter did not give any reading because it was too high. Customer states the display was not blank less than 30 seconds and did not return. Customer states display was not blank currently. Customer states battery cap is damaged. Customer's blood glucose value was did not know at the time of the incident but it was high since the meter was no longer giving her a reading. Customer will not returned device for analysis.